Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. There was no allegation of a pump malfunction, and the reporter contacted animas to review the pump for potential issues. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced a seizure, prompting treatment with cake icing gel. The pt had an add'l beverage to help stabilize his blood glucose levels and did not receive attention from a health care professional for the incident.